Event description:
It was reported that prior to use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, a tube had black debris in it. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H6. Investigation summary: bd received 1 sample and 3 photos for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.